Event description:
It was reported that the patient underwent an open, recurrent incisional/ventral hernia repair procedure in 2008. Post-operatively on that day, the patient complained of right-sided abdominal pain around her incision. As a result, 30cc of 50/50 mixed 1/4% sensorcaine and 1% lidocaine were injected 2cm medial and superior to the anterior superior iliac spine. This event has been listed as mild in intensity and severity. The doctor has indicated that the event is not product related, but is definitely procedure related.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.